Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Failure analysis investigation confirmed the error in the logs. System logs confirmed that error 1162 was pointing to the ac_1e. The universal surgical manipulator (usm) was analyzed, and reported failure could not be replicated by failure analysis investigation. The usm was tested on an in-house system in normal mode without any errors. The usm was also tested on a patient side cart fixture test platform (pftp) where it passed all performed tests. Further investigation was conducted and there was no contamination or fluid intrusion found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a system prompt for error code 1162 that had occurred after a power cycle was conducted on the patient side cart (psc) for error code 22018. The customer attempted emergency power off (epo) several times but the reported error persisted. The customer received phone assistance from the technical service engineer (tse). Tse found that error 1162 was pointing to the universal surgical manipulator 1 (usm1). The surgeon elected to disable to usm1, and utilize the system with three usm arms. The procedure was continued with no further issues and no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative (csr), usm 1 was disabled due to a system prompt for error code 1162. There was no non-intuitive motion observed on the usm arms.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and the issue was reproduced. The fse replaced the defective usm due to error 1162. After replacement, the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding repeated non-recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.